Manufacturer narrative:
(B)(4).

Event description:
The biomedical engineer reported during service of the ventilator it alarmed due to a data acquisition pcba adc failure, and may have been service induced. The customer reported the unit was not in use on pt.